Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator stop ventilating while on a patient. The unit screen had "decomm bellavista" error. No patient harm was indicated.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, log found cfb error occurred on 21-dec-2023 at 18:59:09. The cfb error follows a "ui overload detected. Locked touch input." Event. Informed customer that the vent should be good to go since the ui overload is likely caused the cfb error and not a defective cfb. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Results of investigation: vyaire medical field service representative (fsr) went on site to check and inspect the device. Root cause was determined due to software issue. The ui overload likely caused the cfb error and not a defective cfb. Investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release.